Event description:
Reporter indicated that the pt's vns therapy system pulse generator was replaced prophylactically and the lead was replaced for a lead break. Pre-op system diagnostics test results were reported as high lead impedance, indicating a suspected lead malfunction. Results of x-rays reviewed by surgeon were unk. Explanted products returned to MFR are pending product analysis. MFR returned product form returned with explanted products indicated "lead discontinuity" and "lack of efficacy" as the reason for explantation.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a serious injury or death.